Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the force bipolar instrument was broken. When the instrument joint pops out, it makes it challenging for the bedside staff to get the instrument out of the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the force bipolar instrument had dislodged jaw.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed energy delivery, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. There was no problem detected. The instrument was fully functional. No product issue was found. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer: the following additional information was provided: from the image it appeared that the proximal hinge of the force bipolar instrument was dislodged and likely preventing the customer from removing the instrument from the trocar. A review of the provided image was performed by an intuitive surgical inc (isi) senior mechanical engineer. The following additional information was provided: it may not be clear from the photo but the instrument grips are significantly bent. Someone applied a very high load to the grip tips and bent them. It is difficult to explain, but when the grips are bent it allows the pulley mechanism to rotate too far and it can become stuck closed.